Event description:
A theatre sister reported that while undergoing cataract extraction by phacoemulsification, a pt sustained a corneal burn. No further details were known and the company was advised to follow up with the surgeon. Additional information was requested from the surgeon. A response was given to a company representative indicating that there were no clinical consequences and he could not recall the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).